Manufacturer narrative:
Na

Event description:
The customer reported via the technical services department that the unit would not function. Upon inspection by a field service engineer, the unit was found to have a damaged earth pin and could not be used. The ground prong was damaged which lead to an increased potential of electrical shock. It is further reported that there was no adverse consequences.